Event description:
It was reported that customer was unable to rewind the insulin pump. It was also reported thah there is no alarm in the insulin pump's display. Customer's blood glucose reading was 127 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed rewind and displacement test. No rewind anomalies noted. However, the device had alarmed motor error during basic occlusion test due to loose/flush drive support disk. The device had cracked case at display window corners, cracked display window, cracked reservoir tube, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.